Event description:
Information received a smiths medical tracheostomy/silicone: bivona tubes adult aire-cuff was leaking. The report indicated ongoing issues with cuff leaking with multiple factors and not exclusive to the fault of tub. The cuff was reported to be inspected and checked prior to insertion. Medical intervention of a tracheostomy change out was done.